Event description:
It was reported that the ilet pump displayed alert 39 indicating an insulin shaft encoder failure during insulin delivery, with the user hearing delivery sounds and initially no alarm after restarts; the alert recurred after a guided restart, and the device was shut down and replaced per instructions. Symptoms included no change in blood glucose and no reported adverse clinical effects, with a reported blood glucose of 168 mg/dl. Outcomes included temporary interruption of automated insulin therapy, use of backup therapy until replacement, without hospitalization. The device was returned for investigation. Preliminary investigation of this case revealed a malfunction consistent with an insulin shaft encoder failure within the pump mechanism, as evidenced by the persistent alert 39 following restart. The device was disassembled for inspection, and the motor was found to have separated from the gear frame. The complaint was duplicated and determined to be caused by an improperly glued motor.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.